Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the customer reported that the station had no power and the ups was beeping and informed the customer that the ups was not pyxis equipment and advised her to go to the station. Upon arrival, the customer¿s it team was replacing the ups. Stayed on the call to guide unplugging the station from the ups and plugging it into a red outlet. The customer successfully tested the station in the application and confirmed functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis was not turning on. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis was not turning on. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.